Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the liver was damaged when the left universal surgical manipulators (usm) allegedly moved on its own. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the live system logs and found error 23075 on the left master tool manipulator (mtm) indicating that the surgeon's hand may not have been touching the mtm while the system was still in following mode. The tse advised the customer to not remove their hands from the mtm's while their head is still in the high resolution stereo viewer (hrsv). The procedure was continued robotically. Isi) has attempted to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication can be possibly attributed to use-error. It is unclear if the error 23075 coincides with the time the alleged usm issue and intra-operative complication occurred. A follow-up MDR will be submitted if additional information is obtained. The da vinci xi user manual states: ¿warning: once in surgeon control, the surgeon console operator must not remove his or her hands from the controls until removing his or her head from the surgeon console viewer ¿ thereby taking the system out of surgeon control mode. Failure to do so may result in uncontrolled movement of the hand controls, resulting in serious harm to the patient.¿ there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A review of the system logs for this procedure has been performed and the following was observed: an error 23075 was observed indicating a surgeon's hand may not have been touching the left mtm while in following mode. No other relevant errors occurred during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures. A review of the site's complaint history shows that no complaints have been made against of the instruments used during this procedure. This event is being reported due to the following conclusion: during a da vinci-assisted cholecystectomy procedure, the liver was damaged after a usm allegedly moved on it's own. The severity and cause of the intra-operative complication are unknown. It is also unknown what medical intervention, if any, was administered due to the liver injury.